Event description:
A customer called to report high blood glucose readings of 330-375mg/dl despite boluses. She didn't notice any insulin to skin upon removal, but she thought the cannula appeared kinked and may have had air in it. We reviewed proper application technique and site selection (rotate sites, check for excessive scar tissue, etc.). She stated that she had been experiencing pain at site with every pod change. She replaced her pod and her bg levels returned to normal.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.